Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, and h11 the customer contacted olympus technical assistance support (tac). Technician has suggested that the customer connect an rgb or other video cable from the processor directly to the monitor. Also suggested swapping out the video system center to help troubleshoot. The customer informed tac of the event. The device was not returned to olympus for evaluation. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor presented a blurry image. The event occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.